Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed for "system fault" and stopped ventilating while on a patient. The patient, who is ventilator dependent, had to be manually ventilated until a backup device could be obtained. The reporter, a respiratory therapist, advised that the patient survived the reported event and that there was no patient harm as a result of the reported issue. However, medical intervention was required in order to prevent permanent impairment or damage to the patient.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not ventilating could not be confirmed. Ventec downloaded the device's electronic records for analysis and was able to confirm that it had logged "system fault" alarms, however the issue could not be duplicated during testing. During the device's evaluation, ventec observed that it was unable to maintain peep (positive end expiratory pressure) -- peep would drop periodically during testing. Ventec replaced the exhalation control module (ecm) to resolve the observed issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported loss of ventilation could not be determined. The investigation determined that the root cause of the device's inability to maintain peep was the ecm.